Manufacturer narrative:
One pack of the passive spheres were returned to the manufacturer for analysis. The reported issue was confirmed via functional testing and visual/physical examination. There was a mechanical failure; specifically all of the returned spheres had an uneven reflective surface. When attached to a known good probe, a high geometry error was displayed. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional evaluation determined that in comparison with good product the returned spheres appeared to have 'scuff marks' along the top surface of the spheres, potentially indicating the spheres were rubbed or scratched against another surface during preparation and/or use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not available from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Manufacture date was not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar (lower/mid spine) procedure the passive marker spheres were not being tracked. After replacement with a new set of passive markers, the new set of passive markers were used. It was stated that 3 packs of the spheres had this anomaly. There was no delay to the procedure. There was no reported impact on patient outcome.